Event description:
A distraught and agitated pt in ER tugged on the bd nexiva device and the tubing separated from the adapter. The pt began to bleed from the disconnected line; the catheter was changed with no adverse event occurring or blood exposure to the staff.

Manufacturer narrative:
The sample was received on 09 may 2008 and is currently being decontaminated. Upon decontamination and completion of the inv/estigation, a supplemental report will be submitted.